Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot#: va19l6f, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient thinks the stimulator was removed and the leads are implanted. The caller asked the patient why the system was explanted and the patient reported that the battery was dead. The patient reported that the battery died "two months ago". Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had the device explanted, their pre-op diagnoses were listed as urinary urge incontinence and malfunction of the device; expired generator pack). It was noted the generator and lead were removed. It was reported that the device initially controlled the patient' symptoms, at the time of the report they had a non-functioning ins as the device battery life had expired. They wanted it to be removed as they now required mris. It was noted they did have a previous lead remaining. [See (B)(4) for record of the previous lead that remains in the patient].